Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer addressed the issue by loading a new cartridge or reverting to an alternate method of insulin therapy to address the issue. The customer's blood glucose level was between 120 to160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.